Manufacturer narrative:
(B)(4) date sent: 7/27/2021 d4: batch # p9ac81 investigation summary the product was returned for evaluation. In addition, a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with no damage to the external components. The jaws were visually inspected and no damage was observed. Upon cycling, the instrument was noted to be empty and the lockout mechanism was non-functional. Upon disassembly of the device, the ratchet pawl was found to be damaged, causing the device lockout. The damage observed on the ratchet pawl from the complaint device is consistent with the device that was fired through lockout. As the complaint device was returned empty with no clips remaining, it was concluded that after the device fired all clips, the firing of the device was continued, thus breaking through the lockout, which damaged the ratchet pawl component. The ratchet pawl damage was related to improper use of the device. The instructions for use contain the following: "caution: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection, the clip was deployed but unformed from the second firing. The jaws did not close when it was deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.